Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the battery compartment was observed to be cracked. Evidence of glue contamination was found in the audio bolus button compartment. Additionally, the audio bolus button cover was damaged. The keypad cover was returned peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and contamination inside the audio bolus button compartment. This report is made based on results of investigation completed on (B)(6) 2015.